Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief and stimulation on non target area following an implant procedure. Imaging was taken and confirmed that the patient's spinal cord stimulation (scs) leads had migrated. The patient underwent a procedure wherein the leads were supposed to be repositioned however, the physician was having difficulty anchoring one of the leads to the right position due to patient's anatomy. The physician decided to replaced one of the leads and was able to able to placed that lead on the right position. The patient was doing well postoperatively and the explanted devices were retained by the medical facility and will not be returned.